Manufacturer narrative:
Investigation summary: as neither a lot number nor a sample was available for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle 30ga 1/2in was involved with off label use for an intraocular injection. The following information was provided by the initial reporter: the needle was blunt. I was not able to perform intravitreal injection on the patient and the patient developed superficial subconjunctival haemorrhage. Details of injury (to patient, carer or healthcare professional): minor left eye subconjunctival haemorrhage which is self-limiting. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): the procedure was abandoned and the patient was rescheduled for another intravitreal injection another time.